Manufacturer narrative:
Due to character limitation: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer that the cardiosave intra aortic balloon pump safety disk failed out of box during a parts replacement at manufacturer¿s recommended interval per pm procedure. There was no patient involvement.